Manufacturer narrative:
Patient information was not provided.

Event description:
Hcp stated a blood test was run on two of their contour meters and the readings were lo and 90mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The caller was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.